Event description:
It was reported that upon opening the box, the small clip applier instrument was found to have the clip not engaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. During a da vinci-assisted surgical procedure, the customer found it difficult to apply the small clip. The clip applier instrument was being used for vessel ligation but could not hold the clip. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The instrument did not collide with any other instrument or tool during the procedure. The customer confirmed that no fragment fell inside of the patient. The procedure was completed robotically with no report of patient injury. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. The customer further confirmed that the clip fell into the patient as soon as they started to use the instrument. The clip was retrieved during the same procedure and confirmed with visual inspection. No additional surgical procedure was required to remove the clip. No post-operative tests like an x-ray or ultrasound were performed to check any remaining clip. The surgeon believed that the clip applier instrument could not hold the clip, causing the issue. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The clip did not fall inside the patient during an instrument tip or accessory collision and the instrument was not removed during the procedure (prior to the falling). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Neither the instrument nor the cannula had any other damage after the event occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the small clip applier (ca) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the small clip applier instrument (part# 470401-07/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the small clip applier instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 63 uses remaining after this last usage. Additionally, a review of the procedure log showed the site performed this subtotal gastrectomy surgical procedure on (B)(6) 2022 with system (B)(4). No image/video investigation required as no image or video clip for the reported event was submitted for review. This event is being reported because the clip of the small clip applier (ca) instrument fell inside the patient during a da vinci assisted procedure. The clip was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the issue to occur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small clip applier (ca) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The clip did not fall out of the grips at any point during testing. The instrument was fully functional. Additional steps/test attempts to further support ¿could not reproduce¿ finding was that the instrument was tested multiple times and passed with no issues. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.